Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 164 mg/dl. A pump system check pointed to the cannula as the possible cause. However, after changing the cannula and the remainder of the pump supplies, the customer received another occlusion during bolus delivery. The second system check showed that the pump and infusion set were functioning as expected. The customer declined to remove the cannula and resumed insulin delivery.